Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse). And has been investigated by the philips complaint handling team. Philips received, a complaint on the heartstart mrx defibrillator. Indicating, that there was a problem with the co2 calibration. There was no reported patient involvement. The fse evaluated the device onsite, during which the co2 calibration was performed with subsequent functional checks. Based on the information available and the testing conducted, the fse was able to calibrate the co2. Therefore, the reported problem was not confirmed. The device remains at the customer site. The investigation concludes, that no further action is required at this time. If additional information is received, the complaint file will be reopened and supplemental reporting will be completed.

Event description:
Philips received, a complaint. On the heartstart mrx defibrillator .indicating, that there was a problem with the co2 calibration. There was no reported patient involvement.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that there was a problem with the co2 calibration. There was no reported patient involvement. Remote support from the customer care solution center was received, during which it was determined that the repair would require a field service engineer (fse) to go onsite and perform calibrations with subsequent functional checks; however, no information was available regarding how the repair was completed. Multiple attempts were made to request information regarding how the issue was resolved; however, no information was made available. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and supplemental reporting will be completed.

Manufacturer narrative:
H3 other text : customer did not respond to requests for additional information.